Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed a kink in the sheath assembly, and the imaging window was twisted. Based on this evidence, the as reported code of catheter kinked is confirmed. The kink found can contribute to device malfunction during procedures. The twisted imaging window found during the visual inspection, however, could not have contributed to the reported issues.

Event description:
Reportable based on device analysis completed on 06 jun 2024. It was reported that visualization issues occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus catheter got kinked when exiting the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.